Manufacturer narrative:
Based on the information available to the manufacturer, and due to the device not being available for analysis, a direct correlation between the pump and the reported event could not conclusively be determined. A review of the device history records revealed the pump met all applicable specifications upon product release. Although no conclusion could be drawn as to the root cause of the reported event, the device¿s approved labeling lists thrombosis as an adverse event that may be associated with the use of the left ventricular assist system (lvas). No further information is available at this time. The manufacturer is closing its file on this event.

Event description:
Additional information: it was reported that the patient presented with dyspnea due to fluid overload, malaise, and hypotension requiring inotrope support. An echocardiogram (echo) showed the presence of a clot in the pump. Flows were in the 3¿s and the pump speed was increased in order to provide adequate support for the patient. The patient¿s lab indicated that the plasma free hemoglobin was within normal limits (wnl), ranging from 1.1-4.5 and the ldh level was reportedly high at 279 u/l. The patent¿s inr at the time of the event was 2.6 with a target inr range of 1.8-2.5. There were reportedly no pre-existing conditions or compromising factors that may have contributed to this event. The explanted pump was reportedly not available to be returned to the manufacturer for analysis.

Event description:
The patient was implanted with a left ventricular assist device (lvad). A device tracking form was submitted to the manufacturer indicating that the patient had a pump exchange due to a pump clot.

Manufacturer narrative:
The manufacturer is attempting to acquire the explanted device for further evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.